Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? Any medical treatment provided? If yes, please provide medicine name, strength and dose. Was any surgical intervention performed specially re-suturing? Explain. Patient¿s current status? Please provide lot number, please provide procedure date, please provide event date, status of product return / follow up.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. Postoperatively, the suture broke after closing the wound. Additional information was requested.